Event description:
During a routine shift check of the device by a clinican, a "test failed" message was observed during the self-test. The device passed subsequent testing several times without failure. The complaint indicated that there was no patient involvement in the reported malfunction.